Event description:
It was reported that an ilet pump¿s lcd screen was cracked, rendering the display nonfunctional and prompting a replacement; the patient transitioned to subcutaneous insulin injections and experienced hyperglycemia up to 353 mg/dl for approximately six hours. Symptoms included hot and cold flashes. Outcomes included the need for backup therapy and temporary loss of therapeutic effect from the pump. Investigation included remote troubleshooting and logistical verification for replacement and return. Investigation of this device revealed a broken display component that prevented normal device use and data viewing. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the lcd screen of unknown origin.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.